Manufacturer narrative:
After elective treatment of a significant rca-stenosis, the patient developed acute stent thrombosis with confirmed inferior stemi. The affected device was not returned and could therefore not be subjected to a technical investigation. The review of the pre-stenting angiographic images confirmed significant stenosis of several rca segments treated by des placement. Further, the review of the followup angiographic images confirmed the reported occlusion in mid-rca, which was treated by post-dilatation with subsequent des placement. The further inpatient course was reported as inconspicuous. However, a review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the in-process and final inspection requirements. Based on the provided documentation, no device deficiency or manufacturing-related root cause could be identified. The clinical event committee event adjudicated the case as periprocedural mi with acute st due to clinical reasons.

Event description:
In context of the (B)(6) study, on (B)(6) 2021 an orsiro mission index-pci was performed with good result. In the course patient got cold sweaty, chest pain, shock symptoms, stemi. After pci an angio was performed and showed an acute stent thrombosis of the proximal/medial rca. Recanalization of the rca was performed with high pressure balloon and implantation of additional stents at the ostial end of the existing stent. Transfer to the intensive care unit. The patient was respiratory and hemodynamic stable and symptom-free.